Event description:
The customer contact reported sparks. The device was received at the service center with a report of sparking. Multiple unsuccessful attempts have been made to obtain additional info including if the device in clinical use when the sparking occurred, if so, were there any adverse pt events including shock or delays in critical therapy, and the location of the sparks. No response was received.

Manufacturer narrative:
Testing and investigation found internal to the device the casing was blackened, the printed circuit board tracks were damaged, and the main fuses were blown. This was probably due to a power surge. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).